Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0vrbh, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that the sacral lead had possibly changed position and indication of dislodgement. The patient may have fallen. The patient was not getting adequate response and sensation has moved to vaginal. A new lead was placed using the existing neurostimulator device. There was no lead send back. The patient recovered without sequela. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.